Event description:
Pt called alleging no reaction or color change on the surestep test strips. Pt mentioned that "sometimes" the test strips would not change color. Pt did not experience any symptoms at the time of testing. Pt contacted md for medical advice and treatment was documented as "other". Customer service was unable to resolve the issue and sent pt a new vial of test strips.